Event description:
Hcp reported a patient was treated with pdo threads in the midface and lower face on (B)(6) 2022. According to hcp, no complications were noted during or after the procedure. The patient was initially given zyrtec and famotidine post-treatment. However, on (B)(6) 2022, the patient had irritation at the port site of the right-angle jaw with a superficial pdo thread extruding. The patient reported discomfort and irritation in the area. Hcp alleged they tried several times to access the thread by using an 18g needle until it surfaced and was trimmed short. The area was not warm or hot to the touch, and no fluids or pus were observed. The patient was instructed to use topical bacitracin daily and apply warm compresses intermittently to the area. (B)(6) 2022, patient was seen by the hcp after reporting a lump along the jawline, which was firm, appears swollen, and a little tender to the touch but was not warm or red. Hcp detected what they believed could be the tip of a thread, but it was too deep to remove. The patient was instructed to apply heat to the area and to report any worsening signs or symptoms. (B)(6) 2022, our medical director reviewed the event, and it appeared that the thread was either not trimmed well enough, exposing the end of the thread near the port or it moved and caused that area of irritation, suggesting expressing the end of the thread if palpable. If it is not palpable then coverage with antibiotics (oral and topical) (B)(6) 2022, hcp reported the patient was seen again, the lump is still present with the same characteristic but with no apparent swelling. (B)(6) 2022, our medical director advised the hcp directly and helped them manage the event. Hcp reported being grateful for the support. (B)(6) 2022, hcp reported patient was prescribed antibiotics and steroids as recommended by our medical director and the small mass decreased in swelling and size. The end of the pdo thread was not palpable, therefore it was not removed. Hcp mentioned the patient was not uncomfortable and the area was not bothering them. (B)(6) 2022, hcp reported that the patient was not reporting pain, discomfort, or swelling. The small mass is present but did not increase in size since the last follow-up. (B)(6) 2022, hcp stated that the patient did not report any new concerns, so they have not had an in-person visit. Hcp would contact us if anything changes.